Event description:
It was reported a revision surgery was performed due to a broken r3 liner.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, per complaint a (B)(6) female required revision of an r3 ceramic liner 8 yrs post implantation. No batch/lot number or clinically relevant documentation was provided for inclusion in a medical investigation. Insufficient clinical documentation was submitted, therefore, a thorough medical assessment cannot be provided. Should additional clinically relevant documentation become available, the clinical/medical task may be re-evaluated. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.